Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the pump had experiencing high blood glucose. The blood glucose at the time of the incident was 487 mg/dl. The customer states she woke up with high blood glucose. The customer did experiencing symptoms of thirst and a little weak. The customer did not contact their healthcare professional and treated using the insulin pump. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. The high pressure test was performed and passed. The customer noted they did have a bent cannula. The customer was advised on proper site changes. The customer blood glucose had gone down to 424 mg/dl. The device will not be returned analysis.